Manufacturer narrative:
Upon inspection of one of the device it was determined the device experienced the issue of the brake pedal being inoperable requiring the use of an alternate pedal, which is not reportable.

Event description:
This report summarizes 1 malfunction event, where it was reported there was reduced/inadequate brake force.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was reduced/inadequate brake force.  There was no patient involvement.